Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to over-torquing while engaged with the screw.

Event description:
It was reported that the ar-9510-09sm apex revers size 9 broach was pushed too deep in canal to remove with broach handle. The surgeon attempted to thread in the blue handled retractor, but it would not thread in. Ultimately, the surgeon was able to remove the broach with a glenosphere removal device from mgs2. Upon examination on the back table, the broach was still very difficult to thread onto the blue handle. It appears one of the threads is not correctly milled. This problem ultimately forced the surgeon to upsize the humeral component and waste both a size 9 stem and a 36 right humeral cup. See source data attached.